Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer went to the emergency room (ER) due to an elevated blood glucose (bg) level, value not provided. Cause was not known. The customer declined follow-up from tandem technical support regarding the issue, therefore no additional information was obtained.